Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence and bleeding. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03592. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03592. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2014 due to pelvic pain & slow urinary stream. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure to treat stress urinary incontinence, cervicovaginal prolapse and pelvic organ prolapse on (B)(6) 2009. It was reported that the patient had a concurrent procedure of an anterior and posterior colporrhaphy and hysterectomy performed during mesh implantation. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring, shrinkage, exposure, extrusion, protrusion, urinary problems, bowel problems, recurrence and she has undergone additional surgeries and revisionary procedures. The patient underwent an additional mesh implantation on (B)(6) 2010 in order to treat vaginal vault prolapse, cystocele, rectocele, recurrent. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to pain. No additional information was provided. (B)(4).